Event description:
It was reported that the patient experienced intermittent shocking type pains in the vaginal area even when the device was completely turned off. The pain started near the end of (B)(6) 2013. Impedance testing, x-rays, and reprogramming were all performed. The doctor recommended that the patient see a spine specialist to determine if she had a pinched nerve. However, the patient elected to have the lead and neurostimulator replaced. The patient was alive with no injury at the time of the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v017616, implanted: (B)(6) 2010,explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v017616, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v017616, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received noted that the cause of the event was undetermined, ins was noted. Intervention had xray noted; (B)(6) 2013 - normal lead and generator, good position. Reprogramming - multiple occurrences including with manufacturers representative. Surgical intervention with replacement of ins and lead - (B)(6) 2013. Right lead removed, moved to left, all new components. Signs and symptoms included spontaneous shocking at intermittent times. Started (B)(6). Generator turned off with continued shocking. Problem resolved with replacement. No injury was noted.

Manufacturer narrative:
(B)(4).